Event description:
It was reported that the t27 removal driver tip was broken off in a setscrew during a removal surgery. No pt complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for eval. A review of the device history records found no documentation to indicate a non-conformance to spec. Unable to determine cause of the event.